Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior surgical procedure. Sometime post-op it was reported that the rod was broken between l5 and s1. No patient complications were reported.